Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while inflating the balloon, at 12. Pump, the balloon exploded. Another balloon was used to complete the case. The balloon did not inflate. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the circular seal for the trocar balloon was disengaged. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. Both balloons showed no signs of cuts, tears, or being broken. A functional evaluation found that the hole was covered, and the dissector balloon could not be inflated due to the missing seal. The trocar balloon was inflated using a test syringe, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of disengaged circular seal that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.